Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "wire/needle/cannula damage or missing" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No serious or prolonged patient harm or medical intervention was reported.